Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 147 mg/dl. The customer stated that the pump was not working and inserted new battery and display was blank. The customer was advised to ensure that the battery was securely fastened (not just pushed inward) and battery slot was aligned horizontally with pump. Customer stated that the display did not return. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.